Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, evidence of sparking was noted in the ac receptacle. It was reported that the report of sparks occurred prior to patient use during priming. No additional information was provided including if there was any adverse effect to the health care professional.